Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on an unknown date and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.